Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). Information in section f provided by the manufacturer. Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the handpiece cord was damaged and that the handpiece stopped working because the connection between the handpiece and the cable was not right. The customer reported that the insulation on the wire was wearing away gradually exposing the wires so they asked for an accessory exchange before it causes any patient/user injury. The issue was noted before any operation starts; therefore, there was no patient involvement and no delay of operations reported.